Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's femoral artery was noted to be narrowed and heavily calcified. During the procedure, multiple attempts were performed to advance the ds, a vascular injury had occurred. In order to overcome, percutaneous transluminal angioplasty (pta) was performed, the sheath was exchanged several times. Bleeding was still noted and the ds was still not able to advance. It was noted that the ds and the valve were damaged. A new 27mm navitor vision valve was loaded using a large flexnav ds. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of material deformation of the navitor valve during the procedure was reported. The valve was returned to abbott, and the investigation found no evidence of damage or anomalies. No deformation or any damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.